Event description:
It was reported that closure of an unspecified access site was attempted using a perclose closure device. Reportedly, the device broke. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Factors that contribute to a break, include, but not limited to, device manipulation or user closes the foot before deployment or before plunger fully retracts proximally. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - date of event: estimated. D4: the UDI is not known as the part and lot number were not provided.